Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-01507. (B)(6) study. It was reported that in-stent restenosis (isr) and non-st segment elevation myocardial infarction (nstemi) occurred. In (B)(6) 2013, the patient's qualifying condition was stable angina. The patient was also found to have abnormal stress test or imaging test prior to the index procedure and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 95% stenosis, a length of 12 mm, and a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.0x20mm synergy¿ study stent. Following post-dilatation, residual stenosis was 0%. In (B)(6) 2015, a 2.5x12mm promus premier¿ drug-eluting stent was implanted in the distal rca. In (B)(6) 2016, the patient presented to the emergency room with chest pain for about a week associated sign and symptoms of shortness of breath, ankle swelling and orthopnea. Cardiac enzymes were note to be elevated, consistent with protocol and universal definition of spontaneous mi and was admitted to telemetry with cardiac consultation. The patient was treated with medication in response to the event and cardiac catheterization was recommended for further evaluation and treatment. The following day, the 99% restenosis of the stented segment in distal rca stent was treated with balloon angioplasty with 20% residual stenosis and timi 3 flow. Additionally, the 99% stenosis of the proximal lad was also treated with balloon angioplasty with 40% residual stenosis and timi 3 flow. Five days later, the patient underwent coronary artery bypass surgery with reverse saphenous vein grafts to right posterior distal artery (r-pda) and with lima to lad and reverse saphenous vein grafts to the obtuse marginal. Six days after, the patient was discharged on dual antiplatelet therapy.